Manufacturer narrative:
This information is based entirely on this poster presentation. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced poster: micra pacemaker, macro complication. First reported case of coronary cameral fistula caused by leadless pacemaker implant. Journal of the american college of cardiology. 2021. Volume 77, issue 18. Other relevant device(s) are: brand name: micra, model #:mc1vr01-delsys, expiration date: unk, serial#: unk, UDI #: asku. Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: unk. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this leadless implantable pulse generator (ipg). The article reports a patient who presented to the hospital with syncope. Cardiac catheterization revealed evidence of a left to right shunt from a septal perforator branch of the left anterior descending (lad) artery and the right ventricle. The coronary cameral fistula likely resulted from mechanical deployment of the leadless ipg nitinol tines that injured the perforator vessel of the lad. The patient received an upgrade to an implantable cardioverter defibrillator (ICD) due to worsening cardiomyopathy with no definitive reversible etiology and shunting and coiling of the septal perforator artery. The status/disposition of the leadless ipg is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.